Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that the adhesive is not sticking and falling off with simple movements on (B)(6) 2026. No further information available.